Manufacturer narrative:
Based on the information provided at this time, the cause of the post-procedure pneumothorax cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube. The biopsied lesion was under 2 centimeters in size. A diagnosis was not obtained because the physician was not able to navigate to the lesion. The procedure was aborted. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.